Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It has no label and the barrel flange is damaged, therefore failure mode is verified. When the machine stops and re-starts again it may have a missed a barrel label and escaped detection. At the plunger rod labeler process, we have a sensor which is challenged at the shift start. The damaged flange may have occurred with a jam at the plunger rod labeler. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a syringe 5ml saline fill china sp experienced no label or missing label information, and an unspecified number of syringe 5ml saline fill china sp experienced product damage/deformation -device still operable. Product defects were noticed prior to use. The following information was provided by the initial reporter: when opening the product package, it was found that the flush had no label or identification and it was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 5ml saline fill china sp experienced no label or missing label information, and an unspecified number of syringe 5ml saline fill china sp experienced product damage/deformation device still operable. Product defects were noticed prior to use. The following information was provided by the initial reporter: when opening the product package, it was found that the flush had no label or identification and it was damaged.